Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 8 months due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, investigation conclusions) due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed.